Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel cable of the monopolar curved scissors (mcs) instrument was observed to be damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the damage to the steel cable of the instrument was confirmed to be full cable breakage. Photographic images of the device were not available for review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.